Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at approximately 4:30am, the patient was sleeping and her grandson was alerted through the follower app that the her glucose level was not okay, but the patient couldn't confirm whether it was showing low or high readings at that time on her cgm. The patient uses tandem tslim in modified closed loop. The patient said that her grandson called her multiple time but she wasn't to pick it up because she already passed out. All that she can remember is that she woke up with the paramedics in her house. The patient said that it was her grandson who call 911 for medical assistance. Patient said that when the paramedics arrived, her bg test showed 40 mg/dl but she can't recall what was her cgm readings at that time. Medications given to the patient were IV fluids and IV glucose, and she was not brought to the hospital. The patient it fine now. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at approximately 4:30am, the patient was sleeping and her grandson was alerted through the follower app that the her glucose level was not okay, but the patient couldn't confirm whether it was showing low or high readings at that time on her cgm. The patient uses tandem tslim in modified closed loop. The patient said that her grandson called her multiple time but she wasn't to pick it up because she already passed out. All that she can remember is that she woke up with the paramedics in her house. The patient said that it was her grandson who call 911 for medical assistance. Patient said that when the paramedics arrived, her bg test showed 40 mg/dl but she can't recall what was her cgm readings at that time. Medications given to the patient were IV fluids and IV glucose, and she was not brought to the hospital. The patient it fine now. No other details were documented. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 3:54 pm on (B)(6) 2025. The session lasted 6 days and ended for unknown reasons. On the date of the alleged malfunction (09/03), during the time period of interest (4:30 am) the user¿s egvs were well within the target range. Later on, that day the user¿s egvs triggered both high glucose alerts and low glucose alerts. All alerts were found to have worked as designed. It was noted that the high alert had been set to vibrate. The data contains a signal loss event that lasted almost 3 hours starting at 8:24 am in the morning however this event was approximately 4 hours after the alleged time of the incident. The root cause of the signal loss was not determined. No additional event or patient information is available.